Event description:
While in use the head of the bed suddenly dropped.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. The resident (who has a broken neck) was in bed being x-rayed when the head section of the bed completely dropped. The product has been taken out of use. No injury or medical intervention was reported.